Event description:
It was reported that "insufficient information for complaint classification" occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an unspecified cgm malfunction after which they sought medical care. The patient could not confirm what type of error they were getting from their dexcom device but confirmed that the cgm malfunction was the reason they went to the hospital. The patient did not provide any information regarding symptoms and possible treatment and declined to provide further information about the event. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that "insufficient information for complaint classification" occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an unspecified cgm malfunction after which they sought medical care. The patient could not confirm what type of error they were getting from their dexcom device but confirmed that the cgm malfunction was the reason they went to the hospital. The patient did not provide any information regarding symptoms but stated that at an unknown time during the event the blood glucose reading was 1300 mg/dl. The patient got admitted into the ICU. The patient did not provide information regarding possible treatment. The patient was discharged after 4 days. No other details were documented, and the patient declined to provide further information about the event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.